Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received three motor error alarms right after a no delivery alarm during bolus. The customer's blood glucose value was 520 mg/dl. The customer treated herself with a manual injection. The customer's blood glucose level was 169 mg/dl at time of the call. The customer stated she was not able to complete the rewind when the alarm occurred. The insulin pump passed the displacement verification test. Nothing further reported.